Manufacturer narrative:
Results - the complaint of "invalid impedance" was confirmed. As received, the lead was kinked with 4 internal wires broken approximately 13 cm from the stim end. There was also a cam impression from a swift-lock anchor on the outer tubing. The location of the kink corresponded to the distal end of the swift-lock anchor. The broken wires are consistent with the stresses the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was not receiving effective stimulation coverage. A diagnostic test found invalid impedance measurements for several lead contacts. Surgical intervention was undertaken for further interrogation. No visible anomalies were observed via x-ray imagery; however, intraoperative testing confirmed the previously noted impedance issues. As such the patient's lead was explanted and replaced. Visual inspection of the explanted device found an anomaly at the site where the anchor was located. Effective stimulation was recaptured for the patient following the procedure.